Manufacturer narrative:
H6 - health effect clinical code: 4581 - significant reduction of ica. Manufacture narrative: secondary surgical intervention to remove/replace/reposition the lens and decentration/subluxation are identified in the labeling as a known potential adverse event following icl implantation. Claim #: (B)(4).

Event description:
A health care professional reported an article, "icl exchanges or explants due to sizing in the united states high volume center" this study included patients who experienced low vault, excessive vault, icl dislocation/subluxation, lens rotation, significant reduction of ica and the lens were explanted and exchanged. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided. The cause of event was unknown.